Manufacturer narrative:
The battery chargers were returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with either battery charger. Visual inspection confirmed leaky capacitors and poor looking soldering connections. The chargers passed bench and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number for product ID: bi71000524 is rev. 2: s/n (B)(4). Other relevant device(s) are: product ID: bi31000170, serial/lot #: (B)(4): s/n (B)(4), ubd: unknown, UDI#: unknown. Additional information was received that the cause was unknown. It was reported that the charging circuit stopped providing the charging voltage for the associated batteries. The inverter battery charger 1 and 2 have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000524, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the inverter battery charger 1 and 2 were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system had a bad charging circuit. There was no patient present when this issue was identified.